Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 512 mg/dl at the time of call. Customer also reported that the insulin pump had a insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm. Customer stated that the insulin did exit. The insulin pump will not be returned for analysis.